Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
On (B)(6) 2015, information was received from a consumer and a company representative regarding a male patient who was receiving an unknown drug via an implantable pump for non-malignant pain and spinal pain. The patient was switched to fentanyl 10mg/ml at "about 3200" "a couple of years ago." Since (B)(6) 2011, "this thing has never seem to work right." The patient stated, "something tells me he (physician) might have done something wrong." In 2015, the healthcare provider (hcp) did a "pump study" and found that the catheter was "not dispensing medication right." On an unknown date in (B)(6) 2016, they did a fluoroscopy to find the end of the catheter; they couldn't find the end of the catheter. The patient needed to find a neurosurgeon to fix the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.